Event description:
It was reported to philips that device displayed a "replace battery" error while performing the operation test. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that device displayed a "replace battery" error while performing the operation test. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty battery upon conclusion of the evaluation, it was determined that this was a malfunction of the battery. The customer has ordered the part to rectify the reported problem. The device remains at the customer site and no further evaluation is required at this time.